Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator generated a loud grinding noise and the patient was unable to breath because the ventilation stopped. The device as available for evaluation. Tthe service personnel (sp) inspected the ventilator and could not confirm the reported issue. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The investigation found the device to function normally as expected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a loud grinding noise and the patient was unable to breath because the ventilation stopped. The patient experienced a decreased oxygen saturation of 60% for approximately two to three minutes but recovered after placing on an alternate ventilator without injury.